Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) replaced the broken upper panel assembly, and stickers. The fse then replaced the scroll compressor at 5,000 hours interval, and replaced vacuum and pressure filters at 5,000 hours interval. The iabp was then calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) fiber optic connector was broken. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event reported.